Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) low voltage, pace/sense lead had been capped and replaced due to oversensing. No patient complications have been reported as a result of this event.